Event description:
Boston scientific received information that during a pg replacement procedure, this right atrial (ra) lead fractured. It was suspected the friction of the patient's cartilage resulted in the lead fracture. The decision was made to surgically abandon this ra lead, and implant a new ra lead. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will not be returned. At this time there is no additional information. Should additional information become available this report will be updated.